Manufacturer narrative:
510k: this report is for an unknown synthes screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: wang, q. Et al (2018), proximal third humeral shaft fractures fixed with long helical philos plates in elderly patients: benefit of pre-contouring plates on a 3d-printed model¿a retrospective study, journal of orthopaedic surgery and research, vol. 13(1), pages 1-7 ((B)(6)) . The purpose of this retrospective study is to investigate the benefit of pre-contouring long helical philos plates on 3d-printed models for treatment of proximal third humeral shaft fractures in elderly patients. Between february 2012 and february 2015, a total of 46 patients were included in the study. Of these patients, synbone group consisted of 25 patients (7 male and 18 female) with a mean age of 71.84 years were treated with unknown synthes philos plates pre-contoured on standard synbone before surgery and 3d-printed group consisted of 21 patients (7 male and 14 female) with a mean age of 71 years were treated with contoured on 3d-printed models. Patients were recommended to attend follow-up visits at 4 weeks, 12 weeks, 6 months, and 12 months after surgery. At each follow-up visit, a regular x-ray examination was taken, and at 12 month follow-up, functional evaluation was added. The mean follow-up time for synbone group was 18.48 months and the mean follow-up time for 3d-printed group was 16.95 months. The following complications were reported as follow: 1 patient in the synbone group suffered shoulder impingement. 1 patient in the 3d-printed group presented with a superficial infection after surgery. (Fig. 3). This report is for 1 patient in the synbone group who suffered shoulder impingement. This report is for an unknown synthes screws. This is report 2 of 2 for (B)(4).